Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to site. The probable cause of the erroneous patient results was identified as malfunctioning 3-way valve. The fse replaced the 3-way valve to resolve the issue. No further action is required. Section a2, a3, a4 and a5: information was not provided. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported generation of erroneously low patient results on multiple patient samples involving calcium (cal), glucose (glu), urea, total protein (tp), aspartate aminotransferase (ast), sodium (na), chloride (cl) and potassium (k) on their dxc 700 clinical chemistry analyzer (pn: bb6444, sn (B)(6). The customer reported that g, pl and l flags were also generated on results. As per instructions for use b71495.af chapter 7 flags: g - result is lower than the analytical measuring range; pl - result is lower than the low critical limit and l - result is lower than reference interval. There was no report of injury, death, and/or delay/change in treatment associated with this event. The customer did not provide patient demographics.